Manufacturer narrative:
Device eval of monitor sn (B)(4) was completed. The reported problem (resetting) has been confirmed. As received, the monitor was not communicating properly. Upon eval, the 5v power supply was shorted. The cause of the resetting and inability to communicate properly is the shorted power supply. The cause of the shorted power supply is a thermally damaged u612 component. The root cause of the damaged component cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
Zoll distributor returned a monitor indicating that it was resetting.